Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, loss of capture (loc) and high pacing lead impedance measurements greater than 2,000 ohms due to a suspected lead fracture. The fracture was not confirmed with an x-ray, however, the out of range impedance measurements, loc, and noise were all observed as well on a pacing system analyzer (psa). Subsequently, the lead was surgically abandoned and replaced. No asystole was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.